Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq0446 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient suffered from lung cancer and was placed with the per-q-cath PICC on (B)(6). Chemotherapy was performed after the surgery on (B)(6) and the patient was discharged on (B)(6). When the maintenance was carried out for the first time in the intermittent period on (B)(6), the catheter flushing was not smooth, and some catheter blocking occurred. At the same time, it was found that there was liquid leakage at the junction between the catheter interface and the catheter body and then the catheter was removed.